Event description:
In 2008, this pt presented with a ruptured thoracoabdominal aortic aneurysm. A bypass was performed using a hemashield bifurcated and 8mm gore-tex vascular graft. Two gore tag thoracic endoprostheses were then implanted, intentionally covering the renal, superior mesenteric, and celiac arteries. Two days in 2008, open abdominal surgery was performed. The pt expired in 2008, from bowel ischemia.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of add'l devices implanted in this pt. Tg2610/05861289.